Event description:
A 3.5mm x 16mm length extensor x2l dilatation balloon catheter was inserted in a patient for post-dilatation of the proximal left ascending diagonal artery. Vessel morphology is unknown. It was reported that the balloon was inflated and deflated two times at 18 atmospheres at the lesion site. However, the dilatation balloon catheter would not deflate after the second inflation. The physician was able to remove the balloon partially inflated from the patient. The patient is reported to be fine and no additional clinical sequelae were reported. Medtronic has received the device and the analysis has been completed. On the visual inspection, the exchange joint & intermediate bonds were stretched. The balloon bond & tip were also stretched. Unable to move guidewire in returned device. The intermediate bond od measured within specification, however, the bond is necked and is visually unacceptable. Attempts to complete inflation of unit failed due to water leaking out of exchange joint using indeflator returned, which may be due to contrast throughout the catheter. A cd was provided and shows the position of the implanted stent and the extensor balloon inflated for post dilatation but there is no indication from the cd images to the root cause for the deflation difficulties. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.